Event description:
During an incident in 1999 involving a male pt in cardiac arrest, the unit shocked once, the check battery light came on, and the unit prompted "change battery". The battery was changed, the unit charged and shocked once before the battery light came on again, but this time, the unit continued to charge and shock; with the previous battery it would not. The pt was found face down and blue. He was a large man and the woman at the house heard his call when he fell out of bed but could not move him. He was still breathing when she called 911, but was in cardiac arrest when the crew arrived. This defibrillator shocked the pt 4 times, the als crew shocked once. The pt was transported to a hosp where he was later pronounced.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for pt treatment was verified. The unit's voltage trigger for the "change battery" prompt was verified to be functioning properly. The defibrillator was tested using the two returned batteries after they were fully charged. The 1st battery, expired lot 0491-01230 expiration dated oct 93, shut the unit down during the first charge prompting "change battery". The 2nd battery, lot 9606-02128 expiration dated jan 99, delivered 27 consecutive 360j shocks before prompting "change battery". The hs1000 operating instructions explain that the battery indicator light will come on and the voice phrase "change battery" is spoken once to warn that the battery has been discharged to the point of limited defibrillation and operation, and if the battery level drops to a point at which device operation may no longer reliably continue, the voice phrase "change battery" will be spoken again and the defibrillator will automatically shut off. At the scene, the 1st battery was expired and had the capacity to support only one shock delivery and the 2nd battery was at the warning stage prompting "change battery" but capable of a few add'l shock deliveries. The hs1000 operating instructions explain battery life and maintenance including a step by step battery test procedure. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.